Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the inability of feeling stimulation was determined, the patient said yes and failure to release urine. The cause of the inability to connect the patient programmer (pp) to the implantable neurostimulator (ins) was not determined. When asked to clarify what their implant was for, the patient said urinary retention; they further said catheter use is standard of care for them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is trying to connect their patient programmer (pp) to their ins to ensure everything is working; they are having difficulty connecting. They noted that they had a catheter in and they didn't know if the catheter was the reason why they were having difficulty connecting. The night prior to initial report, the patient didn't feel anything. It can be noted that stimulation was at 3.5v but they decreased to 2.5v. During the call, the patient was able to successfully sync the pp to the ins; it was reported that the patient was on program 2 at 2.5v with stimulation on. When asked, the patient said they were seeing 50% or greater symptom control, but they had to go back into surgery. When asked if they were seeing symptom control from therapy, they said they had to catheterize themselves which conflicts with what they said previously. The patient noted they had to catheterize themselves the (B)(6) in 2018. Consumer then said they were going to the gastroenterologist for their stomach because they couldn't go for a month; their bladder wasn't emptying. Patient then added that they went to the emergency room (ER) regarding this issue and they found 2 1/2 urinals of liquid in them. They said they had no problem going, but they didn't know they were retaining that much urine. The patient reports when they get the catheter out of them, they will have to "start over" and release more. The patient was asked again if they were noticing that 50% or greater improvement in symptoms. They noted that before this episode today, they took the pp along with them and were "improving [they guess]" and noted that they had "up to 25 seconds free flow" and most of it was "around 10." The patient said it wasn't clearing their bladder out and they were catheterizing the rest of it. The reason for calling was to verify that they could connect the pp with the ins. Patient further said they had surgery on their urethra which took place on the morning of initial report. The patient also reported an infection that caused scar tissue to build up so they couldn't put a catheter in; they don't know the date for the infection. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.